Event description:
Event details: bd plastipak, generates a constantly increasing back pressure in the pump. The pump alarms and stops the ongoing infusion due to the high back pressure. The pump indicates visually and also measured a significantly lower delivery.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2407109, no deviations or non-conformances related to this issue were identified during the manufacturing process. The silicone used in this product is medical grade and is applied during syringe assembly to support smooth plunger movement. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content tests are conducted for each lot to evaluate plunger movement. Results for the reported lot were reviewed and no issues were identified, all production and quality processes were carried out normally. Retained samples of lot 2407109 were used for additional evaluation. These samples were thoroughly inspected, no damage or defects were observed and the plunger moved smoothly along the barrel. Additional testing confirmed that silicone content, breakout force, and sustaining force were all within specification. Based on the available information we are not able to determine a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.